Event description:
On (B) (6) 2010, the pt reported he has had elevated blood glucose readings and although he boluses insulin several times, his readings do not decrease. He stated he uses his insulin infusion headsets for longer than 3 days and his readings increase after 3 days. He stated he changes his headset and his blood glucose levels will come down. He was advised not to use the headset past the recommended schedule. He stated there is no pooling at his site and he has not received any occlusion errors on his infusion device. Absorption issues were discussed with the pt. The pt provided no further details about his elevated readings. He stated his blood glucose readings are currently within his normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.